Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
Additional information received on 12/2/2024: the surgery took place on (B)(6) 2024. The fragments of the ar-3636 knotless 1.8 fibertak remain in the patient. A revision surgery has not been scheduled.

Event description:
On 11/19/2024, an FDA medwatch notification was received via email. A facility representative reported that an ar-3636 knotless 1.8 fibertak broke off in the patient. In (B)(6) 2024, the patient underwent right shoulder arthroscopic capsulorrhaphy. During the procedure, the ar-3636 knotless 1.8 fibertak was used. Seven months later, the patient returned with complaints of consistent continued pain in the shoulder. Imaging revealed two radiopaque items in the shoulder, identifiable as metal pieces. A review of the case and products used identified that the retained metal pieces are most likely to be fragments of the fibertak anchor. Additional information received on 12/2/2024: the surgery took place on (B)(6) 2024. The fragments of the ar-3636 knotless 1.8 fibertak remain in the patient. A revision surgery has not been scheduled.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.